Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.